Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During function testing, the catheter was flushed, and the patency mandrel was attempted to be advanced through the microcatheter, however, it was unable to advance beyond 37cm in the catheter shaft. The catheter was occluded with procedural fluids and friction was noted which caused difficulties in advancing. In addition, the ptfe (polytetrafluoroethylene) was noted to be peeled. It is probable that this was damaged during the clinical procedure causing the difficulty advancing the guidewire. Based on the information available and analysis of the device, procedural factors will be assigned to this investigation as the defect appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the device directions for use (dfu), but performance was limited due to procedural or anatomical factors during use.

Event description:
Analysis of the returned device found the ptfe (polytetrafluoroethylene) coating was peeled. There was no clinical consequence to the patient as a result.